Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. This device was tested in clinic with provocative maneuvers and an automatic setup was performed. This device remains in service and will continue to be monitored closely. No adverse patient effects were reported.